Event description:
An ophthalmic surgeon reported that during vitreoretinal surgery, a system message displayed indicating an infusion flow sensor error. There was no surgical impact or patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).